Event description:
It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, during device insertion, "there was no pulsatile flow through the marker lumen." The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis with culture (B)(6) for gram negative organism in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient started treatment with dianeal pd2 ultrabag, lot number 1009084, (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake. On (B)(6) 2010, the patient was diagnosed with peritonitis bacterial. On the same day, a peritoneal analysis and culture were performed. On an unknown date, the patient began remedial therapy with amikacin (50mg), reflin (500mg) and heparin (1000units). Dianeal therapy was ongoing. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. The peritonitis was resolving. No concomitant medications were reported. The reporter believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it to be fully deployed. The needle plunger with the anterior needle, suture with the posterior needle tip, link, anterior and posterior cuffs were not returned, which limited the scope of the device evaluation and is not consistent with the reported experience of no pulsatile flow through the marker lumen. Blood was detected in the device, which indicates introduction into the anatomy of the patient. During testing, the device was flushed resulting in successful marker port marking. This finding indicates that the device may have been incorrectly positioned during deployment for arterial luminal marking. The instructions for use state under examination and selection of products, verify marker lumen patency by flushing the lumen with saline until the saline exits from the marker port. Do not use the preclose smc device if the marker lumen is not patent. Additionally, the IFU states under smc device placement, continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Based on the investigation findings, the probable root cause for the reported event is related to incorrect technique. The reported experience could not be confirmed. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.